Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was operated three times for ankle arthrodesis and has now taken the surgeon/hospital to court. This is report 3 of 3 for (B)(4).